Event description:
It has been reported that it was unable to do fluoroscopy and only a single shot exposure was available using the wireless footswitch. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. Wireless pedal issue - intermittent fluro.

Manufacturer narrative:
Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. A philips field service engineer (fse) inspected the system onsite and confirmed wireless pedal issue - intermittent fluro. The fse replaced footswitch. After replacement the system was returned to good working order. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch. The codes were updated based on the investigation outcome.